Manufacturer narrative:
Concomitant medical product: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mcg/ml at 3 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had a lack of pain relief. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was done, and they were unable to aspirate. The catheter was not intrathecal. During the revision surgery, the hcp removed the existing spinal segment; spliced on a new spinal segment; and verified csf (cerebrospinal fluid) flow. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.